Event description:
On (B)(6) 2012 the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter displayed an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began on the early morning of (B)(6) 2012. At the time the alleged issue began, the reporter claimed the patient was not on any diabetes medication and the reporter was not able to specify what action the patient took regarding her diabetes management routine. The reporter stated the patient was experiencing "vision problems" after the alleged issue began; however the patient did not seek medical treatment. At the time of troubleshooting, the cca was unable to walk the reporter through a blood retest as the patient did not have her products available at the time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.